Event description:
About two months after application for correction of humerous fracture, two cortical bone screws broke and a portion of the screws was left in the pt's bone. A second intervention was performed to replace the broken screws with new ones.